Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and calcified proximal left anterior descending artery (lad). A 2.75x28mm veriflex stent delivery system (sds) was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.